Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set was retracted due to the patient "flailing around", but the safety mechanism failed and the contaminated needle got stuck outside of it. The following information was provided by the initial reporter: "I was doing bloodwork for a client and the client began flailing around. I needed to retract the needle for safety, however the safety mechanism failed and the contaminated needle got stuck outside of the safety mechanism."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set was retracted due to the patient "flailing around", but the safety mechanism failed and the contaminated needle got stuck outside of it. The following information was provided by the initial reporter: "I was doing bloodwork for a client and the client began flailing around. I needed to retract the needle for safety, however the safety mechanism failed and the contaminated needle got stuck outside of the safety mechanism."